Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer acknowledged the alarm, filled the tubing, resumed insulin therapy.